Event description:
It was reported by the customer that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.